Event description:
The senior manager professional affairs reported in his email, that the hospital was performing a surgery (me). They removed the set screw, and the screw of the u-blade and turned the compression-rod in. After this they unscrewed the bush and tried to remove the blade but only the coil came out. Both blades still in position. The surgery was aborted. The manufacturer was contacted for a solution.

Manufacturer narrative:
Device remains implanted. Additional information has been requested. Once the investigation has been completed any additional information will be reported in a supplemental report.